Event description:
Note: date of event is unknown. On (B)(6) 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during preparation, the prostate balloon had a leak. The device was disposed of and the procedure was completed with a new kit. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant reported that the device has been disposed of and will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).